Event description:
It was reported that the customer was hospitalized but no information given from the family member during the call. The contact denied troubleshooting the pump. Instructed the family member remove the pump from the customer. A replacement pump was requested.